Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer torqvue 45x45 delivery sheath. The pre-procedure computed tomography (CT) scan showed that the ostium was 19-37mm, and the landing zone was 23-31mm. The procedural transesophageal echocardiography (tee) imaging showed that the ostium was 19-26mm, and the depth was 23mm. There was difficulty getting clear views for measurements during procedure as there were a lot of artifacts, which made implantation more challenging. On procedural angiography, the landing zone was 35.75mm. Post procedure tee showed that the device had migrated and was not seated properly. The cause of the device migration was unknown. The patient was asymptomatic. On (B)(6) 2023, the device was surgically removed and replaced with a 45mm non-abbott laa closure device. On (B)(6) 2023, the patient was discharged from the hospital.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer torqvue 45x45 delivery sheath. The pre-procedure computed tomography (CT) scan showed that the ostium was 19-37mm, and the landing zone was 23-31mm. During the procedure, the patient was in normal sinus rhythm. The procedural transesophageal echocardiography (tee) imaging showed that the ostium was 19-26mm, and the depth was 23mm. There was difficulty getting clear views for measurements during procedure as there were a lot of artifacts, which made implantation more challenging. On procedural angiography, the landing zone was 35.75mm. During positioning of the device, there was difficulty repositioning to tuck the lobe of the device under the wing. The close criteria and tension test were satisfied prior to release of the device during implantation. No leak was noted around the lobe of the device during the procedure. There were no complications during the procedure, and it was reported that the device was successfully placed with good positioning and seal. Post procedure, tee showed that the device had migrated and was not seated properly. The cause of the device migration was unknown. The patient was asymptomatic. On (B)(6) 2023, the device was emergently surgically removed and replaced with a 45mm non-abbott laa closure device. On (B)(6) 2023, the patient was discharged from the hospital.

Manufacturer narrative:
An event of migration or expulsion of device (migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Reportedly, after the procedure, tee showed that the device had migrated and was not seated properly. The cause of the device migration was unknown. The patient was asymptomatic. Later on, the device was emergently surgically removed and replaced with a non-abbott laa closure device. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.